Event description:
It was reported that the device had early battery depletion due to high battery impedance. The device was explanted and replaced. The patient is a participant in the advise ipg clinical evaluation study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Recommended replacement time was due to delta-v.

Event description:
It was reported that the device had early battery depletion due to high battery impedance. The device was explanted and replaced. The patient is a participant in the (B)(6) clinical evaluation study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.